Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 63 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "strategies to reduce complications in complex device procedures such as ICD and crtd implantation: a decade long contemporary single-centre experience." Journal of arrhythmia. 2019;35(suppl. 1):328¿472. Doi: 10.1002/joa3.12273. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding strategies to reduce complications in complex device procedures such as implantable cardioverter defibrillator (ICD) and cardiac resynchronization therapy defibrillator (crt-d). The article reported patients implanted with right ventricular (rv) leads using two specific procedural strategies employed which included routine use of cephalic vein access and positioning of the rv lead in a septal position. There were complications such as hematomas requiring drainage, cessation of anticoagulant and hospitalization, repositioning of the ICD/ crtd, and infection requiring device removal. The status/ disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.